Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a revision procedure wherein one of the linear leads was replaced. The patient was doing well post operatively and the explanted device was kept by the medical facility.